Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): under infusion

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. The pca locking mechanism of the syringe holder was found damaged. A high clearance of the drive was determined. The long term test revealed no device alarm, the device did not stop during infusion. During the fast run a strange noise caused by the stepper motor was noticeable. The malfunction "drive test error - end pos not off" occurred several times during syringe change. The device was disassembled and the inside was investigated. Inside the drop damage could be confirmed. Material compressions as well as a damaged claw mechanics were assessed. The reported error pattern could not be confirmed. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.